Manufacturer narrative:
Product investigation is in progress

Event description:
Upper part snapped off... Doctor wrote that there was a foreign object in the vagina [foreign body in reproductive tract] upper part snapped off- tampon [device breakage] the tampon snapped off inside... I discovered it when I took it out [complication of device removal] large amount of dark red blood stains- vagina [vaginal haemorrhage] mild-erosion like changes on the surface- cervix [ectropion of cervix] case narrative: consumer reported via phone that the tampon snapped off in her body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Upper part snapped off... Doctor wrote that there was a foreign object in the vagina [foreign body in reproductive tract]. Upper part snapped off- tampon [device breakage]. The tampon snapped off inside... I discovered it when I took it out [complication of device removal]. Large amount of dark red blood stains- vagina [vaginal haemorrhage] mild-erosion like changes on the surface- cervix [ectropion of cervix]. Case narrative: consumer reported via phone that the tampon snapped off in her body. No serious injury was reported.